Manufacturer narrative:
Updated: d8, d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported scope paddles becoming very hot issue could not be reproduced and was not confirmed. A definitive root cause of the reported issue could not be determined. Additionally, the investigation did find that the device image flickered/no image when angulating the distal tip in the down position. A definitive root cause the issue could not be determined, however, the issue was likely the result of a random electronic component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the scope is unplugged, the scope paddle became very hot. The issue occurred during set up/inspection for use. There were no reports of patient involvement.